Event description:
Report received from (B)(6) stating that service was required for the device. During service, the neurotip of the device was noted to be damaged. It is known that the device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the neurotip was found to be damaged. If additional information becomes available a supplemental report will be submitted. (B)(4).